Event description:
A malfunction alarm was reported by the customer with no notable events occurring prior to this incident. There was no adverse impact to the customer's blood glucose level. Technical support provided instructions to reset the pump, and after resetting, the malfunction code did not recur. The customer was informed that they could continue using the pump and to contact support if the issue happened again.